Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was 311 mg/dl, which was addressed with a bolus delivery. During same day follow up, the customer reported that bg level had decreased to 248 mg/dl. Reportedly, the customer was able to load a cartridge successfully and resumed insulin delivery.